Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0992z, product type: lead. (B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient had no therapeutic effect since implant on (B)(6) 2013. The patient had some effect with the trial, but not 100 percent. The implant did nothing to improve the patient's incontinence. The patient had severe neurogenic bladder and although the device helped some initially in 2013, it wasn't doing much for them now so they just wanted it out. The patient went to see their hcp for incontinence and the hcp told them the surgery was not effective for women of their age. The patient was having the device removed on (B)(6) 2015 so that they could have an MRI. No diagnostics were done on the device because the patient mainly wanted it removed to have an MRI of their spine. The patient had a retained lead fragment following explant of their system. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.